Manufacturer narrative:
Our investigation is still in progress ,follow up report will be submitted if we found any further additional information .

Event description:
On (B)(6) 2018 it was reported that after removing inner catheter from the valve there was blood. Blood flows in both directions. During aspiration air was coming out of the catheter. Physician sees risk for air embolism, especially for unexperienced physicians. There was no risk for this patient. Sheath shall be checked regarding leaks. As per additional information ((B)(6) 2018), during aspiration with syringe at three-way cock air was coming out. As air cannot come from blood circulation it is only possible that the hemostatic valve has a leak which pulled air. Air leak observed outside the patient body and came in contact to patients body. There was no significant blood loss reported and surgery delayed for 5-10 minutes due to change to new sheaths. No patient harm was reported. No additional information is available and no other adverse event was reported.

Manufacturer narrative:
Device used in treatment. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. The sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and leak testing. No manufacturing defects were found. One destino reach 8.5f introducer sheath was received back from the customer with the dilator. There were no other accessories. Blood was found on and inside the sheath and dilator. The hemostasis valve was torn. The rest of the sheath and dilator looked normal. Upon evaluation of the returned sheath under a 10x microscope, it was found that the insertion point of the device into the hemostasis valve was identified to be considerably off center of the helical cuts, creating a tear in the valve. A leak test was performed and the sheath exhibited leakage coming from the tear in the hemostasis valve. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Per procedure destino steerable guiding sheath in-process and final inspection: 17.1 leak test: perform leak test according to procedure. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. This procedure is performed on 100% of the sheaths. The IFU is provided with this device. The IFU states: 9.2 general use of the steerable sheath. 3. Wet the dilator shaft with sterile saline solution prior to insertion through the hemostatic valve. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. 10. Remove slowly the dilator when access in desired vasculature is reached. Note: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. 11. Handling: avoid subjecting the device to unusual stresses. Handle the steerable sheath with care at all times. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.